Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 4 was experiencing a recoverable fault, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) failure analysis completed the investigation on the returned product. The distal set up joint was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. The unit was moved to the patient side cart fixture test platform and the wrist encoder was unresponsive during testing. Failure analysis confirmed the connector was plugged in properly. No cable issue was found. The complaint regarding recoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a recoverable fault on the fourth arm of the patient side cart (psc) - universal surgical manipulator (usm) arm 4. Prior to calling, the customer power cycled the da vinci system with no success. The technical support engineer (tse) reviewed the logs and found multiple instances of errors 23105 and 23103 caused by set up joint (suj) 4. The tse had the customer perform a hard power cycle of the patient side cart (psc), but the fault remained. The tse suggested the customer disable usm arm 4. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer performed a system functionality check was done upon powering up. The system was working fine at the start of the case. The system initially powered on without errors. The surgeon disabled usm arm 4. The customer attempted to recover the fault three times, turned off the robot and restarted it, then called the tse after thirty minutes. The procedure was completed robotically with three usm arms. It was towards the end of the procedure when the issue occurred. There was no harm or injury to the patient.

Manufacturer narrative:
Based on the claim by the customer noting recoverable faults on usm arm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue. The fse replaced the faulty set-up joint (suj) to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi has received the replaced part for failure analysis; however, failure analysis is ongoing and not completed. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three usm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.